Event description:
It was reported that externalized conductors were observed via diagnostic imaging prior to device change-out for normal eri. Patient was asymptomatic. No electrical anomalies were detected when tested. The decision was made to explant and replace the lead. There were no adverse consequences to the patient.

Manufacturer narrative:
A partial lead with the lead tip measuring 46.1cm was retuned for analysis. External insulation abrasion was noted at 6.2-6.3cm and 11.1-13.0cm from the distal tip electrode, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at these locations.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.